Event description:
The pt felt very tired and then used the suspect device to check their blood glucose. The pt obtained a result of 240mg/dl. The pt's spouse took them to the doctor. The pt's blood glucose was 28mg/dl on the doctor's meter. The pt was sent to the hosp and admitted overnight. The hosp treated the pt with a glucose IV and stabilized the pt's blood glucose.